Event description:
It was reported that the activation piece of the device broke during procedure. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.